Event description:
An article describing the use of a newer, less-invasive surgical technique to treat neurogenic intermittent claudication because of lumbar spinal stenosis provdies clinical practice recommendations for neurosurgical nurse practitioners. It was reported in this article that a patient developed a complete bilateral foot drop immediately after implantation of an insterspinous spacer for severe l4-5 stenosis with a grade 1 spondylolisthesis. Three months postoperatively, the device was shown to be extruded on radiographic imaging. At nine months postoperatively, the patient underwent a decompressive laminectomy and fusion with improvement in the bilateral foot drop. No further information was reported.

Manufacturer narrative:
Literature citation: magan nielsen. "X-stop surgical implant for the treatment of lumbar spinal stenosis: clinical practice recommendations for neurosurgical nurse practitioners." Journal of neuroscience nursing 2013; volume 45, number 1, pages 44-51. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.